Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported she did not feel stimulation and her implant would not charge. Patient services had the patient plug the implantable neurostimulator recharger (insr) in and it was currently being charged. The patient was getting reposition antenna when she tried to turn stimulation on with the insr. The patient supposedly recharged her implant yesterday, but, patient services was not confident that the patient did since the insr was completely dead until it was plugged in. Additionally, the patient had great difficulty finding the patient programmer, when she found the programmer it couldn't be turned on. The patient was going to call back after replacing the batteries in the patient programmer. No outcome or intervention was reported. Follow up was conducted to obtain further information. If additional information is reported a follow up report will be filed. The patient's relevant medical history reported was spinal pain.